Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. Crease/folding of implant-breast: not observed. Anxiety-product/procedure-breast: unable to observe, since it is not related to the device. Capsular contracture-breast: unable to observe, since it is not related to the device. Cyst-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required since, no issue in the manufacturing of the device is observed.

Event description:
Patient reported, "emotional impact, uncomfortable and dissatisfied". The device has been explanted. Affected side is right. Patient later reported, capsular contracture, baker grade unknown and cyst.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported "emotional impact, uncomfortable and dissatisfied." The device has been explanted. Affected side is right. Patient later reported capsular contracture, baker grade unknown and cyst.